Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that electrode was stuck in the skin after removal. The blood glucose level was unknown at the time of incident. The sensor will be returned for analysis.

Manufacturer narrative:
Inspected one random opened and used partial sensor and performed continuity resistance test. Sensor passed per specifications. Sensor initialization test was performed using a new lab transmitter with a paradigm pump. Connected sensor to the transmitter and placed it in 100 bbs solution and confirmed the communication icon was displayed and that the transmitter was flashing while connected to the sensor. The sensor functioned properly. Cannot perform buffered test solution test as the sensor is beyond its expiration date. Unable to confirm insertion/needle anomaly due to customer did not return insertion needles; only sensors